Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump up arrow button is not responsive and has to be pressed multiple times for it to work. Customer does not recall any significant events leading to the error, except happened when entering carbohydrate amount. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for keypad anomaly but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction.